Manufacturer narrative:
The malfunction was duplicated and the autocal valve on the smart pneumatic module was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure-1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.